Manufacturer narrative:
One used infusion pump was received for evaluation. Visual inspection was performed and found the pump to be in poor physical condition. The top case was chipped at the front left corner, and damage was noted on the right plunger case. A review of the pump event history log was performed. This review found a "check clutch" error in the history. Upon functional testing, the reported issue could not be replicated. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. Device evaluation in progress.

Event description:
It was reported that a medfusion 500 syringe pump displayed a "check clutch" error during routine testing. There was no patient involvement.